Event description:
It was reported to intuvie that ¿lot 2404016 has been reported to contain more air bubbles than usual¿. No other information was provided. No patient or user harm was reported. A review of the lot# history for lot 2404016 revealed no similar complaints. The IV set tubing was not returned to intuvie for evaluation. The complaint was confirmed; however, the probable cause could not be determined.

Manufacturer narrative:
This event is part of a retrospective review associated with a correction implemented under CAPA-32 and is being reported late. It was reported to intuvie that ¿lot 2404016 has been reported to contain more air bubbles than usual¿. No other information was provided. No patient or user harm was reported. A review of the lot# history for lot 2404016 revealed no similar complaints. The IV set tubing was not returned to intuvie for evaluation. The complaint was confirmed; however, the probable cause could not be determined. Reference to complaint # (B)(4).